Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 407645 lead; 419478 lead, implanted (B)(6) 2006.

Event description:
It was reported that the implantable pulse generator (ipg) device had premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead exhibited high threshold. Reprogramming was performed. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.